Event description:
Revision surgery - due to the patient dislocating.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 1.9 months of patient use. The outcomes attributed to this event are non-serious and required intervention to prevent permanent impairment/damage. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the first complaint for this part number. The root cause for the dislocation could not be determined with confidence. Several factors not related to the implant can play a role in dislocation such as; loose joint from inadequate soft tissues and patient activity. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.